Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance 3-days post-implant. Lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported one day post implant of the lead perforation was noted that required surgical intervention. It was also further reported the implantable pulse generator (ipg) may have had issues from implant or a defective nature which needed to be corrected. The patient also experienced; anxiety, distress, pain and suffering and nausea.